Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pump was alarming. The pt was in the hospital; the reason for hospitalization was not provided. A pump refill was being scheduled. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.